Manufacturer narrative:
The olive wire is provided to customers within a sterile kit (sk-12) and marked single use. The UDI referenced is for the sterile kit, sk-12, that the product is distributed within. The device history record for device 1405-2002, lot om17204 was reviewed and no issues were identified during the manufacture and release of the device that could have contributed to the problem reported. The olive wire is manufactured with implant grade material. The device was not returned to the manufacturer for evaluation, as it was discarded by the facility. However, photographic evidence of the device was reviewed and confirmed that a portion of the fluted tip on the olive wire broke off right before the end of the fluting meets the shaft of the device. The most likely cause cannot be determined due to the device not being returned. However, based on the available information and photographic evidence; it is possible the technique utilized on the instruments applied additional forces to the device resulting in its breakage. Although the company has determined that the subject event in this MDR is unlikely to result in a serious injury if it recurred, the company has decided to file this MDR in an abundance of caution and to ensure full compliance with 21 cfr part 803. The company will supplement this MDR as necessary and appropriate.

Event description:
During a bunion procedure on (B)(6) 2018, the tip of a long olive wire broke off while drilling the medial holes in the dorsal plate and was likely retained in the patient's bone. A backup device was available to successfully complete the case without further incident. No case delay or additional patient outcomes were reported.